Event description:
A customer reported that a burnt smell was coming from the phaco (phacoemulsification) driver and that phaco power seemed weak during a cataract with intraocular lens implant procedure. A backup system was used to complete the case. There was no harm to the pt.

Manufacturer narrative:
The facility biomedical technician examined the system and ordered a controller printed circuit board (pcb). The facility did not request service. A sample has been received and evaluation is in progress. A root cause has not been determined. (B)(4).